Event description:
It was reported that a failed pm motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the tamper seal removed and or broken and the bottom case had contamination. The root cause of the reported issue was found to be the motor assembly is worn out from normal use. Pump is over fifteen years old. Actions taken to mitigate the reported issue: replaced motor assembly and that cleared up the problem. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.